Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right inferior lobe resection, when the bronchial tube resection was attempted to be performed by using blue cartridge, the device failed to work in the middle of firing. A shape of letter u occurred on 1-2 lines at the proximal side, and the bronchial tube was noted to be cut about 2mm. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.